Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the damaged cable prevented the system from producing fluoro. There is no report of injury or death associated with the event described in this complaint.